Manufacturer narrative:
(B)(4). S/w ver. 4.11e retainer ring = black on (B)(6) 2022 the customer reported short battery life and low battery alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 104=low battery alert occurred (B)(6) 2022 15:23:00, (B)(6) 2022 09:52:00, & (B)(6) 2022 10:49:00--these alerts are just slightly within the expected interval of 2 weeks of one another; 84=battery removed alert occurred (B)(6) 2022 11:41:34, (B)(6) 2022 05:51:34, (B)(6) 2022 10:34:18 & (B)(6) 2022 14:45:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of short battery life and low battery alarms both were not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was an allegation of hyperglycemia as a result of this event.